Event description:
It was reported that the patient had a fall and the lead was fractured. Additional information was received that the patient lost coverage in the area of the anterolateral chest wall after the fall. The patient was also experiencing stabbing pain, tingling and numbness. X-ray confirmed lead migration, however, the fracture could not be determined based on the images. The patient underwent a revision procedure wherein the leads and ipg were replaced, and coverage was reestablished postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 360586.

Event description:
It was reported that the patient had a fall and the lead was fractured. Additional information was received that the patient lost coverage in the area of the anterolateral chest wall after the fall. The patient was also experiencing stabbing pain, tingling and numbness. X-ray confirmed lead migration, however, the fracture could not be determined based on the images. The patient underwent a revision procedure wherein the leads and ipg were replaced, and coverage was reestablished postoperatively. The explanted devices were not returned. Additional information was received that there was no device issue with the ipg. The ipg was replaced for an MRI compatible device.

Event description:
It was reported that the patient had a fall and the lead was fractured.

Manufacturer narrative:
Block b3: exact date unknown, event occurred december 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 258350.